Event description:
It was reported before use of the bd vacutainer® naf n2e plus blood collection tube the cap was deformed. The following information was provided by the initial reporter. The customer stated: "when checking the product before use, the hcp found the cap was deformed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® naf n2e plus blood collection tube the cap was deformed. The following information was provided by the initial reporter. The customer stated: "when checking the product before use, the hcp found the cap was deformed.

Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of photo was performed and revealed damage to the hemogard closure. Evaluation of the photo confirmed the presence of damage at the bottom of the hemogard closure. This type of defect is found if the hemogard closure was lodged in the machine that places the stopper in the hemogard closure or is also seen if the hemogard closure assembly is not placed correctly into the hemogard closure lid before the 300-unit batch tray goes through the evacuation/vacuum process. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.